Event description:
Reported as a stomach perforation. The cause of the perforation has not been confirmed. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 20/aug/09. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death."